Manufacturer narrative:
On (B)(6) 2011, additional info was received in the form of qa results without a lot number. Eval summary: the product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Adverse reaction [adverse reaction]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a male pt, initials (B)(6) who experienced an adverse event after receiving synvisc-one. The pt's medical history was not provided. On (B)(6) 2010, the pt initiated treatment with synvisc-one in both the knees. The pt suffered an immediate adverse reaction. At the time of this report, the outcome of the pt was "not yet recovered".